Manufacturer narrative:
Product ID 8703w, serial# (B)(4); product type catheter product ID 8709, lot# j0039976r, implanted: 2000 (B)(6), explanted: 2000 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had meningitis the very first time the pump was implanted and they had to take it out and "do surgery again". They realized "it" was meningitis a few weeks after implant. They kept it out for 3 months before new one was placed.